Event description:
It was reported that a malfunction alarm occurred with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the situation by resetting the pump and was advised to call for assistance if any future issues arise.